Manufacturer narrative:
Per the cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported the customer received multiple, intermittent inaccurate fill estimate after filling their cartridge with 280 units of insulin. The customer's blood glucose (bg) level was not impacted. Additionally, it was reported multiple, intermittent occlusion alarms occurred once the supplies have been in use for 3-4 days and the fill estimate reached 40-50 units of insulin. The customer's bg level was in the 300's mg/dl range and a correction bolus via the pump was delivered to address the bg level. Tandem technical support educated the customer in regards to staying within labeling of supplies and educated the customer in regards to occlusion alarms. As the issues had occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause of the issues.